Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was scratched up and the display was not completely visible. The scratches occurred due to wearing the insulin pump on her side. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip cracked belt clip slot, cracked battery tube threads, scratched reservoir tube window, shifted end cap sticker and minor scratched display window. The insulin pump was returned without the belt clip, unable to confirm the damage.